Event description:
It was reported that the ventilator generated an alarm indicating low minute volume. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating low minute volume. Identification of issue has been done by analyzing problem description. New expiratory cassette was tried, but the issue persisted. The whole device was replaced. The customer decided for device to be repaired by third party service and no more information will be provided. According to the technician (after unknown repair by the third party service) the device was returned to clinical use. The issue was decided to be reported based on available information as reported issue may lead to insufficient ventilation or no ventilation to the patient. Unfortunately, the device's logs and information about repair have not been provided, no further analysis has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4112.

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # was required. D1 ¿ brand name: - previous brand name: servo-s - corrected brand name: servo-s base unit d4 ¿ version or model #: - previous version or model #: servo-s - corrected version or model #: 6640440 d4 ¿ unique identifier (UDI) #: - previous unique identifier (UDI) #: missing - corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).